Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was 7.4 mmol/l at the time of incident. There was water behind the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan troubleshooting was not performed for critical pump error. The insulin pump will not be returned for analysis.